Event description:
It was reported that the patient had been hospitalized due to bleeding at the pod infusion site (arm). Prior to going to the hospital the patient removed the pod. Once at the hospital the patient had the pod infusion site wrapped tightly and they had put pressure on it. The patient was advised to change the wrap in 24 hours. The patient was at the hospital for 1 hour. The patient was able to apply a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.